Manufacturer narrative:
H6: additional patient codes: 2422, codes 4118/3221 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] implant procedure: reduction and repair of recurrent incarcerated right inguinal hernia. Implant: [ni]. Implant date: (B)(6) 2003 (hospitalization [ni]). On (B)(6) 2003. (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incarcerated right inguinal hernia. Postoperative diagnosis: recurrent incarcerated right inguinal hernia. Type of anesthesia: general. Clinical note/ indications: this patient is a 48-year-old morbidly obese white male with a large recurrent right inguinal hernia that is symptomatic and enlarging. Repair has been recommended. He underwent preoperative cardiology due to the significant cardiac history. He has been counseled to try to lose weight but says he does not believe he can do so in any reasonable time frame, therefore we will proceed with repair. The patient understood the plan, alternatives, and risks and signed informed consent. Procedure note: the patient was taken to the operating room. After ensuring adequate general endotracheal anesthesia, the abdomen was prepped and draped in a sterile fashion. A groin incision was made and carried down through thick layers of fat and fibrous tissue. I eventually found a very large hernia sac that went well into the scrotum. I had to invert the scrotum, elevating and removing testicle separating the cremasteric muscle fibers and cord structures off of the hernia using primarily blunt dissection and some judicious use of cautery. There did not appear to be any injury to the vas or to the testicle and the blood supply appeared to be preserved. It was a fairly large hernia and I dissected down to the fascial ring. The was [sic] a previously placed mesh that seemed to have broken free from its anchoring. I was able to with a great deal of difficulty ultimately reduce the entire hernia and to the abdominal cavity. I was able to feel but not see a layer that I would interpret as the conjoined landon and another layer that would interpret as the cooper¿s ligament. There was really no ilioinguinal ligament to find. The patient was so obese that I could not actually obtain clear visualization of the entire groin floor with any single view. I had to see bit and pieces periodically. It was extremely difficult to determine the margins of tissues to perform mesh repair. I opted to place a sheet of mesh inside the retroperitoneal region., sweeping away tissue circumferentially towards the public bone, laterally towards the iliac crest. I put a sheet of gore-tex mesh that was 8 x 6 inches and inserted through this fascial defect and then splayed it out. I tacked the inferior portion to cooper¿s ligament and then use [sic] that cooper¿s ligament attachment to suture a portion of the superior aspect of the mesh. The upper aspect of the mesh was actually still attached to the conjoined tendon that had previously been placed, but it was not attached to anything inferiorly. I brought that down much like closing the hood of a car and put four separate interrupted sutures along that row. This completely reduced the hernia. It was quite difficult to determine, quite honestly, how sound this repair was. My hope was that the dam of mesh anteriorly would help prevent further herniation and that the external reinforcement would help in that regard as well. I believe this is as good as repairs could be accomplished given the patient¿s size. Certainly recurrence is a high risk as is infection. I closed the abdomen in layers. I sprinkled a gm of ancef in the subcutaneous tissue and closed the skin with staples. The patient tolerated this well, was extubated and transferred to the recovery area. Disposition: the patient will be discharged home after meeting ambulatory surgical discharge criteria. He will be given a prescription of vicodin for pain. He knows to call or return if there is evidence of bleeding or infection. Condition on discharge: good. Prognosis: favorable. Product identification records for the alleged ¿gore-tex mesh¿ were not provided. Relevant medical information: [ni] explant procedure: retroperitoneal repair of a right inguinal hernia and removal of previously placed polypropylene mesh. Mesh repair of multiple abdominal hernias. Evacuation of a scrotal hematoma and drain placement. Explant date: (B)(6) 2004 (hospitalization [ni]). On (B)(6) 2004. (B)(6) hospital. Operative report. Surgeon: (B)(6) , md. Preoperative diagnosis: multiple incarcerated abdominal hernias. Possible bilateral inguinal hernias. Large right scrotal hematoma. Postoperative diagnosis: same. Operation: type of anesthesia: general. Clinical note/ indications: this patient is a 48-year-old morbidly obese, hypertensive, vasculoplasty patient of dr. (B)(6) who has experienced multiple abdominal wall and inguinal hernias. He has undergone two inguinal hernia repairs on the right and one on the left. He underwent aorto-bi-femoral bypass a couple of years ago. He has developed multiple abdominal wall hernias with incarcerated bowel and possibly a recurrent right inguinal hernia. The CT scan shows small bilateral inguinal hernias and there is a large, right scrotal fluid collection. My suspicion was that the right scrotal fluid collection is a hematoma rather than a hernia. He has all symptomatic large abdominal wall hernias and therefore repair is recommended. We have discussed with the patient the terms of risks and he has signed an informed consent. Procedure note: the patient was taken to the operating room. After ensuring adequate general endotracheal anesthesia, the abdomen was prepped and draped in a sterile fashion. A midline abdominal incision was made from sternum to pubis. At least 22 separate fascial defects of varying sizes were identified along that midline incision. All the hernia sacs were opened, removed and dissection was carried down to the fascia. I explored the right groin. There was adherent small bowel and colon in the right groin. There was a large sheet of mesh from two previous hernia repairs that looked as though it had migrated into the retroperitoneal space. It was not serving any functional purpose and it was not seeming to be holding anything in the groin. It was removed entirely and sent to pathology. There was fluid adjacent to it that was somewhat murky but not foul-smelling and that was cultured. I identified a finger size defect beside a previous hernia repair. There is no incarcerate bowel or bladder. I buttressed that from within using #1 ethibond sutures. It did not seem to communicate with the large scrotal fluid collection, which, again I suspected to be a hematoma. At this point I proceeded to form an abramson repair of the midline hernia by elevating anterior rectus sheath flaps parallel to the midline along the entire length of the incision and reapproximated that with #1 novafil suturing in place two very large sheet of polypropylene mesh over the rectus muscle to the anterior rectus sheath laterally. Two separate sheets were required. They were sutured in place with #1 novafil and sprinkled with one gram of ancef. Drains were placed overlying the mesh bilaterally. Th midline was reapproximated with deep 3-0 vicryl and skin staples. Occlusive absorbant [sic] dressing was applied over the sutures. At this point, I turned my attention to the right hemi-scrotum which had a large fluid collection and made a lateral incision. I got down to the fluid collection and found what was a large account of partially liquidized, partially clotted blood. This was evacuated. Ring forceps were used to evacuate clot. It was irrigated copiously and a 19 blade drain was placed through a separate lateral stab wound. The opening was closed with 3-0 vicryl overlying the cavity of the hematoma and at the skin level followed by mastisol and steri-strips. An absorbant [sic] dressing and tape were applied. The abdominal binders were applied to the abdomen. The patient was extubated in the operating room and transferred to the recovery room in stable condition. He will be admitted and placed on IV antibiotics for several days. Disposition: admit for IV antibiotics. On (B)(6) 2004: (B)(6) hospital. Implant sticker. Bard mesh monofilament knitted polypropylene. Size 10¿ x 14¿. Ref 0112880. Lot 43dld002. On (B)(6) 2004: (B)(6) hospital. Implant sticker. Bard mesh monofilament knitted polypropylene. Size 10¿ x 14¿. Ref 0112880. Lot 43fmd325. Relevant medical information: [ni] a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the device instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated type of investigation; h6: updated investigation conclusions; the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore-tex® soft tissue patch biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further warn: ¿when operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open inguinal hernia repair on (B)(6) 2003 whereby an alleged gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: scrotal fluid buildup, lysis of adherence to the small bowel and colon, bowel obstruction, migrated mesh, mesh removal, seroma, abscess, drainage of hematoma. Additional event specific information was not provided.